Manufacturer narrative:
H3 other text : device not returned.

Event description:
The manufacturer received information alleging a patient became cyanotic. A nurse placed the patient on the ventilator believing it was turned on when it was on standby mode. The child became cyanotic and eventually, the ventilator was turned on and the patient recovered. The reporter requested that there be an enhancement to the device with bigger letters indicating the device was on standby. There was no allegation of product malfunction. This report is being filed as an adverse event due to user error.